Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: reboots were observed in the black box download follow a low battery warning. No damage found to battery compartment or battery cap. Battery cap able to attach securely to pump. Pump powers on normal with no alarms. During duration testing with a new battery pump gave a replace battery alarm and began rebooting due to discharged battery. Pump current draws are high. The battery cap contact height and width are found within specifications. Moisture observed in display. Pump leaks at display lens. Pump opened and moisture damage found on pcb. Reported power issue duplicated due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).